Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and abdominal pain ("severe abdominal pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube / unable to evaluate the right micro-insert/ fallopian tubes were not fully occluded" on (B)(6) 2013. The patient's past medical history included gravida ii, parity 3 ((B)(6) 2008, (B)(6) 2012, (B)(6) 2012), multiple cesarean sections, hypothyroidism, fibrocystic breast disease, gestational diabetes mellitus, pelvic pain female, upper airway resistance syndrome, rhesus antigen negative, thyroidectomy, anemia, breast feeding, conjunctivitis, laryngeal nerve dysfunction and asthma. Smoking-never smoker. Previously administered products included for flu-like illness: tamiflu; for an unreported indication: levothyroxine. Concurrent conditions included obesity, alcohol use, penicillin allergy, penicillin allergy, acute sinusitis, arthralgia, metrorrhagia and upper respiratory infection. Family history included diabetes mellitus (father, paternal grandmother), total hysterectomy and breast cancer (maternal aunt). Concomitant products included beclometasone dipropionate (qvar), citalopram since 2003, ibuprofen (motrin), ibuprofen from (B)(6) 2016 to (B)(6) 2016, ketorolac tromethamine (toradol), levothyroxine since 2003, medroxyprogesterone (depo provera), novahistine dmx (robitussin cold & cough), oseltamivir (tamiflu), salbutamol (ventolin), salbutamol sulfate (albuterol sulfate) and trimethoprim. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), migraine ("worsened migraines"), headache ("worsened headaches"), fatigue ("fatigue"), alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced anxiety ("anxiety"), stress ("stress") and depression ("depression"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ lower back pain"), allergy to metals ("nickel allergy"), musculoskeletal pain ("right butt pain"), facial pain ("cheek pain"), pain in extremity ("right leg pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (she underwent laparoscopic abdominal hyseterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown and the abdominal pain, dysmenorrhoea, back pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, vaginal infection, migraine, headache, allergy to metals, anxiety, stress, depression, fatigue, alopecia, weight increased, musculoskeletal pain, facial pain, pain in extremity and vulvovaginal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, facial pain, fatigue, headache, menorrhagia, migraine, musculoskeletal pain, pain in extremity, pelvic pain, stress, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications, 3 coils were noted to be protruding into the cavity of the uterus from the r side and 3coils from the left. Within a few months of the initial hsg test on (B)(6) 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo total laparoscopic hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally patent; on (B)(6) 2013: fallopian tubes were bilaterally occluded. On (B)(6) 2013, after insertion visualized three trailing coils within the left uterine cavity and three trialing coils within the right uterine cavity. On (B)(6) 2013, hysterosalpingram : impression: patent left fallopian tube. Contrast extended beyond the left essure microinsert. Equivocal result with respect to the right fallopian tube as stated above. The patient is aware of the above findings. A followup evaluation is recommended after 3 months. On (B)(6) 2013, hysterosalpingogram showed no contrast dye seen beyond the bilateral fallopian tubes on (B)(6) 2014, pelvic ultrasound impression: endometrial echo measures 1.4 cm pelvic ultrasound (B)(6) 2014 findings: an essure device is seen in the region of the cornua. On (B)(6) 2016, pelvic ultrasound showed probable anterior uterine fibroid. Grossly normal-appearing ovaries. Doppler interrogation demonstrates blood flow within both ovaries. The arterial waveform obtained from the left ovary however demonstrates poor diastolic blood flow. Although this could be related to technique, partial torsion is not excluded. Correlation with clinical impression and/or followup imaging is advised. No adnexal mass pelvic ultrasound (B)(6) 2016 impression: probable anterior uterine fibroid. On (B)(6) 2016, surgical pathology report : diagnosis: a, b) fallopian tubes, bilateral, salpingectomy:,metallic coils, consistent with ensure (gross diagnosis, paratubal paramesonephric cysts c) uterus, hysterectomy: proliferative endometrium, metallic coils, consistent with ensure (gross diagnosis). Gross description: right fallopian tube:a 1.4 cm in length x 0.1 cm in diameter portion of coiled metallic wire is noted embedded in the proximal edge of the fallopian tube. Left fallopian tube: a 1.2 cm in length x less than 0.1 cm in diameter portion of metallic coiled wire is noted embedded in the proximal edge of the fallopian tube. Uterus and cervix: a 2.1 cm in length x 0.1 cm in diameter portion of metallic coiled wire is noted embedded in the left adnexa. A 1.9 cm in length x less than 0.1 cm in diameter portion of metallic wire is noted embedded in the right adnexa. Concerning the injuries reported in this case, the following ones were described in patient's medical recordes: pelvic pain, vaginitis, headache, depression, stress, anxiety, dysmenorrhea, fatigue. Most recent follow-up information incorporated above includes: on 16-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder or urinary problems or changes, infection (bladder/ urinary tract/vaginal) type: vaginitis, worsened migraines /headaches, nickel allergy, pain/ pelvic pain, anxiety, stress, depression, fatigue, hair loss, weight gain, lower back pain, right butt pain, cheek pain, right leg pain, vaginal area pain and failure to occlude (close) fallopian tube / unable to evaluate the right micro-insert/ fallopian tubes were not fully occluded. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). The patient was treated with surgery (underwent total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, back pain and dysmenorrhoea to be related to essure. The reporter commented: essure was successfully implanted, without complications. Within a few months of the initial hsg test on (B)(6) 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo total laparoscopic hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally patent; on (B)(6) 2013: fallopian tubes were bilaterally occluded. On (B)(6) 2013, after insertion visualized three trailing coils within the left uterine cavity and three trialing coils within the right uterine cavity. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.